Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements have increase gradually over the last two months. Technical services noted recent high out of range measurements greater than 2500 ohms and advised a lead integrity test should be considered. It was further noted that the pacing thresholds have been high throughout follow-up. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.